Manufacturer narrative:
(B)(4). The customer reported the device failed the user initiated operational check and displayed 'shock equip malfunction', 'device error. Service required'. As this condition presented during user initiated testing, there was no pt involvement. The device was evaluated by philips and the malfunction was confirmed. The malfunction was resolved by replacing the therapy pca.

Event description:
The customer reported the device failed the user initiated operational check and displayed 'shock equip malfunction' , 'device error. Service required'. As this condition presented during user initiated testing, there was no pt involvement.